Event description:
The articulating surface, tibial tray, and femoral component were removed and replaced. The initial surgery was performed 18 months prior to revision. The pt was considered heavy and had approx 20 degrees of hypertension. It was felt that the patella groove must have been impinging on the anterior spine of the articulating surface. The spine fractured off at the base.